Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the physical damage of insulin pump. Caller reported to have scratches on display screen which prevents reading of display screen. Caller also reported that battery longevity was short and pump would receive low battery alarm and would shut off. Customer's blood glucose was 151 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected weak battery alarm noted. However, the insulin pump was received with a severely scratched and worn display window. The insulin pump had cracked case at the display window corner and cracked battery tube threads. No keypad overlay fading, wearing off or damage noted.